Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp uni. The stm was unable to correct the issue. The unit is being evaluated. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred and if a patient was involved; however there was no report of an adverse event.

Manufacturer narrative:
The iabp unit was sent to the national repair center (nrc) for further evaluation and repairs; however, the getinge service territory manager (stm) that evaluated the iabp unit and attempted to repair the iabp unit reported that the iabp cannot be repaired. The console chassis was bent near the optical switch and helium quick connect causing the console not to be detected when attached to the cart when inserted. The console chassis is not available as a part and is not available for sale. Also, the iabp showed sign of bending and misalignment. The iabp device is not safe to be used for patient use and is to be scrapped permanently.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred and if a patient was involved; however there was no report of an adverse event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred and if a patient was involved; however there was no report of an adverse event.